Event description:
It was reported that (1) 35os was used during a diagnostic laparoscopic procedure. It was reported by the rep that the surgeon used the 35os non bladed trocar as a secondary puncture at the supra public location. During inserting, the peritoneal tissue was "tenting". In order to puncture the peritoneum the surgeon angled the distal tip of the supra pubic trocar so that contact was made with the primary trocar which was located at the umbilicus. At this point the tip of the secondary trocar fell off of the obturator and into the patients peritoneal cavity. The surgeon removed what appeared to be the entire tip of the trocar. Opened another device to complete the case. There was no consequence to pt.